Event description:
A precise bipolar pyramid tip instrument was returned to isi. No instrument problems were alleged and no details regarding the instrument return were provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was evaluated. Failure analysis investigation found evidence of arc tracking on one grip. This discovery has led engineering to believe that the instrument may have arced during a previous surgical procedure or may have been used in conjunction with another electrosurgical instrument which may have arced to the bipolar forceps. Since no details regarding how the instrument was being used could be provided, no definite conclusion can be drawn.